Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l1-l5. It was reported that the driver broke with a loud noise during the final tightening of the second set screw. No fragments were left in the patient. The rest of the final tightening was performed using a spare driver. No patient complications were reported.

Manufacturer narrative:
The device with lot gb11b001 was returned for evaluation. Visual and optical inspection confirms the tip is not broken; approximately ~1mm of the tip has been worn, with the tip plastically deformed.

Manufacturer narrative:
(B)(4). The lot of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The lots that were used are gb11b001 and gb11d015 the manufacture date for lot gb11b001 is 05/03/2011; the manufacture date for lot gb11d015 is 04/07/2011. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.